Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device exhibited an incorrect time display. A technical support specialist updated the time and date accordingly to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system exhibited an incorrect time display. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.